Manufacturer narrative:
Combination product: yes.

Event description:
Short intervals lead monitoring recordings and trends have been seen on home monitoring since (B)(6) 2023 following a generator change. Recordings show what appears to be noise on rv intracardiac signal, as well as simultaneously on farfield channel in many instances. Sometimes noise is also marked as vf intervals although no vf detections to date. Impedance is stable, sensing has decreased slightly from 10 mv in (B)(6) 2023 to 8 mv (B)(6) 2024. And threshold is rising during in office follow ups. Capture control was disabled at a previous follow up, so only values available are in office. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.